Manufacturer narrative:
Other, other text: two samples were received for evaluation. Visual inspection revealed the samples were received in unused conditions; no damage was detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. D3, g1, g2 email address: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing was leaking and needed to be wrapped in gauze. Per the reporter, there were no patient adverse effects.